Event description:
This lab did not correctly test my mouth swab, it did not take into consideration my prescription medication of vyvanse and do a third confirmation test which would than ruled out illegal drug use, so it falsely confirmed methamphetamine use. Then (B)(6) laboratories, who is using a quantisal swab, is prescribing me a drug test and I have never met this prescriber, is not my doctor, never talked to them, never met them a day in my life and they have used a cut off level of 6ng/ml for methamphetamine, well below the national level of 50ng/ml, thus making sure children services stayed involved in mine my children's lives when they didn't need too. I also am a patient at (B)(6) and am on brixadi 64mg buprenorphine shot monthly. I received the shot on (B)(6) 2025, at (B)(6) by a medical provider. This test specifically was collected on (B)(6) 2025, by a children services worker and yes, on the medication list, brixadi/buprenorphine is listed and yes, they are to test for it, and the test came back 100% negative for it... The very next day after my shot. My cps case worker did call and ask how that could happen, and the worker told them that because it's a shot, it spreads out and I wouldn't necessarily test positive for it.... But 12 days later on a mouth swab done by them, I tested positive, 5.5ng/ml for buprenorphine. I have drug tests starting from (B)(6) 2024 until current, minimum of one per week, that they have been fraudulent, incompetent or outright lying about and I have my credible clinic, (B)(6) results that have been consistent with my prescription medications and show my consistent levels to back my claims that (B)(6) laboratories is fraudulent and is either not testing their specimens, is incompetent is testing the specimens or is working lying about the results because they are working for the courts/children services. This is a quantisal drug test, meaning it is a prescription drug test. I have never met this doctor, I have never spoke to this doctor. How is this doctor prescribing me something, when I am under the care of a doctor for mat, medication assisted treatment for an opiate addiction. I am prescribed (2) narcotics. And this doctor prescribes me something that 1. I had no idea about and 2. Now they are lying about. (B)(6) laboratories.